Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to seven endovive peg kits. Refer to manufacturer report# 3005099803-2021-05723, 3005099803-2021-05724, 3005099803-2021-05725, 3005099803-2021-05726, 3005099803-2021-05727, 3005099803-2021-05728 for the associated device information. It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. It was reported that the patients were not pulling the peg tubes out of their stoma sites but rather they were loose and falling out of the patients. A new peg tube was placed.